Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Related mdrs for this event: 2029214-2019-01128 2029214-2019-01129. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the leak notice in marathon catheter after post onyx treatment, after withdrawing from the patient. The patient underwent embolization treatment for anterior venous malformation. It was reported that after the physician withdrawn the marathon catheter, noticed a leak approximately 20-30cm proximal to the distal tip. He did not notice a leak while treating the patient and no onyx came out during the treatment through this leak. After the treatment he had some onyx left and wanted to do demo the distal tip was not occluded, and onyx came out, but he also noticed the leakage of the onyx ~20-30cm proximal to the distal tip. There were not any patient symptoms or complications associated with this event. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated per the IFU.